Event description:
The recipient is reportedly experiencing pain, swelling and irritation at the implant site. The recipient's audiologist advised to cease device. The recipient has been taking over the counter medication, tylenol, as needed for pain. Programming adjustments were made, however, the issue did not resolve. Magnet strength is being reviewed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient¿s pain resolved following a short period without using the external processor. She resumed use without issues and was using an adjusted strength magnet. Issues returned and recipient stopped using the processor again due to pain and swelling at the implant site. The swelling was significant enough that recipient experienced retention issues. The recipient had another follow up and, swelling had resolved on its own. Ent did not find any clear problem but noted possible prior infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information - section d6a. Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device and will be managed by the facility. Additional information regarding treatment details were not provided. This is the fianle report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.